Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The 65% stenosed lesion being treated was located in the mildly tortuous, mildly calcified proximal circumflex (cx). The lesion was not predilated. The physician deployed a 2.25x24mm taxus express2 atom drug eluting stent, inflated to 9atm for 35 seconds. When the physician attempted to pull the stent delivery system balloon out, it was "a little snug". The physician did a "double negative" and the balloon came out. No pt complications were reported. Pt status reported as "ok".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.